Manufacturer narrative:
The account found the CPR valve was causing the drift. The account replaced the CPR valve to correct this issue.

Event description:
The account alleged that the head section will drift down over time.